Event description:
It was reported to technical services on 11/18/2011 that this rep was unable to load disk files into paceart. The rep was referred to paceart. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).